Event description:
Patient reports that when she tries to set up the pump for infusion, it will not go through the steps and the screen is blank. She also states that the pump is beeping. She is able to use her other pump without any issue. This problem did not occur when the pump was in use and no adverse event resulted from it. Replacement pump to be shipped and patient to return malfunctioning pump. Patient was not able to provide serial number of malfunctioning pump as she did not have it available at the time of the report. She stated she would call back with the serial number. Attempted to call patient to obtain serial number but patient was not available - left another message to call back but patient never returned call. Dates of use: (B)(6) 2016 to present.